Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded no material related abnormalities. Fracture was caused by mechanical overloading of the implant.